Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 29mg/dl and treated with glucagon shots. The customer indicated that they may have over bolused to correct a high blood glucose incident that they had. The high blood glucose level was not provided. Customer's blood glucose level was 172mgdl at the time of the call. The customer was assisted with troubleshooting and customer stated that the drive support cap was normal. There was no indication that the insulin pump over delivered insulin. Customer was advised to monitor the pump and to follow up with their doctor regarding their low blood glucose. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies noted. The motor was tested outside the device and passed. The insulin pump was monitored and tested with no blank display noted. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window. The drive support cap was inspected and no anomaly was noted.